Event description:
It was reported that during an acl reconstruction, the tip of the drill broke off in the patient.

Manufacturer narrative:
One (B)(4) non-cannulated 4.5mm endobutton drill returned. This instrument is 3 years old. The tip has been broken approximately at the 46mm etch. It has been sheared from force. The tip was not returned. There are circular wear bands about the distal area. Per the IFU: ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿ no root cause related to the manufacture of the device can be established. No further investigation is required at this time.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.